Event description:
On the (B)(6) 2020, it was reported that the patient developed a hematoma that was not near the entry site of the needle. The physician believed that the hematoma formed because they used too many needles during the cryoablation procedure. The hematoma was successfully drained, and the patient was kept in hospital for a couple of days after the procedure for observation. No further injury was reported for the patient. The case was successfully completed. Four needles were used during this cryoablation procedure. This MDR is for the first needle that had the reported frost on the shaft malfunction used during this case. The malfunction did not contribute to the reported hematoma event. For the other needles, please refer to the following mdrs listed below: MDR # 9616793-2020-00071 - needle 2 - frost on the shaft. MDR # 9616793-2020-00072 - needle 3 - no failure reported. MDR # 9616793-2020-00073 - needle 4 - no failure reported.

Manufacturer narrative:
Medical review confirmed that the hematoma event was related to the procedure, but not related to the frost on the shaft malfunction. Hematoma is listed as a potential adverse event in the needle instructions for use (IFU).

Event description:
This MDR is to document the medical assessment of the reported hematoma event. Further follow-up is not anticipated for this event. Four needles were used in this procedure and contributed to the hematoma event. This MDR is for the first of the four needles. Please refer to the following MDR's for the other needles used in this case: needle 2 - 9616793-2020-00071 needle 3 - 9616793-2020-00072 needle 4 - 9616793-2020-00073.

Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.

Event description:
Four iceforce needles were used in a renal cryoablation procedure. Frost developed along the shaft on one of the needles. A sterile glove filled with warm water was used to protect the patient's skin to prevent injury. After the procedure, the needle was cut, and will therefore not be returned to the manufacturer for investigation.